Event description:
It was reported that the pump and the tandem-provided charging cord were hot to the touch despite being in room temperature conditions. Reportedly, the pump was charging when the issue occurred. Reportedly, the customer reverted to using an alternate pump for insulin therapy until the replacement pump arrived.